Event description:
The users hearing performance with the device is affected. X-ray has been performed, and an appointment will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.